Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string was missing from one of the applicators completely, no string at the bottom of the box or the packaging. Consumer did not try to use defective product.